Event description:
It was reported that the patient presented for a magnetic resonance imaging (MRI) scan. The implantable cardioverter defibrillator (ICD) device went into backup mode. It was unknown of the device was properly programmed prior to the MRI. The high voltage therapy was disabled as a result. The device was reset and successfully restored. The patient condition was stable.

Event description:
It was reported that the patient presented for a magnetic resonance imaging (MRI) scan. The implantable cardioverter defibrillator (ICD) device went into backup mode. It was unknown of the device was properly programmed prior to the MRI. The high voltage therapy was disabled as a result. The device was reset and successfully restored. The patient condition was stable.

Manufacturer narrative:
The reported event of the device entering bvvi following an MRI was confirmed. Whether the device was programmed prior to the MRI scan is unknown and cannot be confirmed from the materials available, thus the cause of the bvvi cannot be confirmed.